Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure using a blazer prime xp catheter to treat atrial fibrillation the tip of the catheter tip became deformed and unable to be straightened. The issue arose approximately an hour into the procedure. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter is not expected to be returned for analysis as it was discarded at the facility.